Event description:
It was reported that the patient was seen in clinic after experiencing presyncopal episodes. The atrial lead exhibited noise which could be reproduced when the patient raised his arm above his shoulder. The lead remained implanted.